Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -06.50/+1.0/018 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, pupil block with elevated intraocular pressure. The patient developed aqueous misdirection and experienced pain. The surgeon enlarged the pi by surgical procedure. Another icl lens was not implanted. The patient is improving, with some residual iritis. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.